Event description:
Impedances were greater than 3600 ohms on electrodes 1 and 2. No other clinical info was reported. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).